Event description:
A pharmacy manager called baxter corporate product surveillance to report a clearlink non-dehp solution set in which a leak occurred. According to the report, the set leaked from the bonded junction between the tubing and the air-eliminating filter. The set was being primed with a prosol (2b6186) and dextrose (2b0296h) solution. After the solution spilled on the floor, the facility staff poured bleach on it and it expelled some fumes making some of the nursing staff nauseous. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review could not be completed as the lot number was not provided by the customer.